Event description:
Following the completion of a routine prostate treatment, the transfer tube tubing became detached from the indexer connector as the clinician was attempting to disconnnect the transfer tube from the needle/applicator. This failure occurred after treatment was completed; therefore there was no adverse effect on the patient. The clinician tested the remainder of the transfer tubes at his facility and determined that no other tubes were defective. Had the separation occurred during treatment, there is a possibility that the source would have been deployed from the indexer into the area between the afterloader and the treatment couch. However it is extremely unlikely the source would have come into contact with the patient.